Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that noise and oversensing were exhibited on the right atrial (ra) lead as a result of the respiratory rate trend (rrt) signal being oversensed. Impedances were stable during this time and a pause of less than two seconds was observed, but didn't impact critical therapy as the patient did not experience asystole as a result. The device system remains in service. No adverse patient effects were reported.